Event description:
It was reported the coil could not be fitted inside the aneurysm during placement. Upon removal, the coil premature detached. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.